Manufacturer narrative:
The product was not returned for evaluation due to being discarded. Review of the DHR found the product was released to distribution with no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. The complaint was not confirmed and the root cause was contributed to patient's condition. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a right oxford knee procedure on (B)(6) 2013. Subsequently, the patient was revised to a total knee on (B)(6) 2014 due to patella femoral arthritis. No further information provided.